Event description:
On(B)(6) 2025, a patient underwent a port placement procedure in the right internal jugular vein at catheter tip location using the powerport m.r.I. During the procedure it was noted that the poor flushing performance while flushing the disposable sheath. Upon inspection, plastic material was found adhered inside the dilator, preventing catheter flushing and guidewire advancement. Additionally, there was issue with aspiration. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one electronic photo was provided for review. The photo shows an unsealed tray containing components such as one powerport, one tunneler, one guidewire with hoop and one infusion set. Some surgical instruments were noted and kept in the other tray. However, sheath was not present in the provided photo. The investigation is inconclusive for the reported difficult to flush, obstruction of flow, failure to advance and suction problem issues as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure in the right internal jugular vein at catheter tip location using the powerport m.r.I. During the procedure it was noted that the poor flushing performance while flushing the disposable sheath. Upon inspection, plastic material was found adhered inside the dilator, preventing catheter flushing and guidewire advancement. Additionally, there was issue with aspiration. There was no reported patient injury.